Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap and the cap was able to fully tighten. A power loss was not observed. There was a crack in the battery compartment. Current draws were within specifications. There was no evidence of moisture of loose components inside the pump when the case was removed. There were multiple low battery warnings and one replace battery alarm observed in the black box history. There was evidence of a partially discharged battery being installed observed in the black box.